Event description:
I am writing to express my concern and formally report an issue regarding the illegal sales of a medical oxygen concentrator on amazon.com. As a consumer who relies on such equipment for daily life support, I have purchased a product that has failed to meet the necessary standards for its intended use. I recently purchased an oxygen concentrator from amazon using the following link: https://www.amazon.com/dp/b0cr8yzvpm. Unfortunately, upon receiving and using the product, I have found that the quality is substandard and the oxygen concentration is insufficient to sustain my normal daily activities. This poses a significant health risk and violates the basic standards for medical devices. I am deeply concerned about the potential harm this product could cause to other consumers, especially those who rely on oxygen concentrators for critical health needs. Therefore, I urge the FDA to take immediate action to investigate this matter and ensure that the product is removed from the market. I request that the FDA: investigate the seller and determine if they are authorized to sell medical devices. Require the seller to provide all necessary certificates and test reports to prove the safety and efficacy of the product. Immediately remove the product from amazon's website to prevent further sales. Take any other necessary steps to protect consumers from purchasing unsafe medical devices. I am willing to provide any additional information or documentation that may assist in this investigation. I believe that the FDA has a responsibility to ensure the safety of medical devices sold in the united states, and I appreciate your attention to this matter.